Event description:
It was reported that the cable part of a flowcoupler system to skin stopped working (no signal). To resolve this issue, the incision was reopened and the surgeon checked for vessel patency using an external doppler directly on the wall. No issues were discovered with patency, and another coupler unit was opened to replace the existing wire. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.